Manufacturer narrative:
The reported issue, filing program, was resolved by replacing the high flow relief regulator. Replacing the high flow relief regulator also resolved the reported issue. Filling of saline bag. The machine was returned to service with no further issue. No parts were returned for evaluation. The reported issue, filling of saline bag, is addressed by CAPA. A device history record review was conducted and confirmed that there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Event description:
A user facility reported a saline bag back filled during recirculation mode. A pt was not connected to the machine at the time of the incident. Drain length and height met specifications. The issue was resolved by replacing the high flow relief regulator; the machine is back in service.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.